Event description:
It was reported that the patient was scheduled to have his artificial urinary sphincter 4.0 cuff component replaced with a smaller cuff due to recurring incontinence. The surgery did not occur as they were unable to place a foley. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.